Event description:
Additional information: it was later reported that the patient experienced withdrawal 'half a dozen times'. Per the reporter, 'the pump would stop and then start back up again'; believed the pump had "failed" due to "dial not administering drug". The specific symptoms reported were flu like symptoms, dry heaves, diarrhea and dehydration; was unable to recall all the dates of the withdrawal episodes. The reporter believed there was one other episode when she was taken to the emergency room prior to (B)(6) 2011. The patient presented to the hospital in (B)(6) 2012. The symptoms had occurred 'a few days prior to actually going in to the hospital'. When she was in the hospital, she 'was doing fine because they gave her oral medication for the pain in her back'. The patient was in the hospital for one week. The symptoms were always the same; she had not heard an alarm and had always been up-to-date for refill. The health care provider had tested the pump; it was uncertain what testing was performed as the patient was "knocked out." It was believed that this testing took place on the same day she had a new pump implanted.

Event description:
A motor stall was reported and the patient experienced a loss of efficacy. The health care provider performed a dye study that was "unremarkable". A roller study was done x's 2 that did not appear to move the rollers more than 20-30 degrees. The hcp replaced the pump on (B)(6) 2012. The catheter was not replaced. It was later indicated that the pump's log revealed two episodes of motor stalls followed by motor stall recovery occurred on (B)(6) 2012, of which was noted as having resulted from an MRI. The pump delivered morphine, baclofen and bupivacaine.

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unknown. (B)(4) - the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function.